Event description:
It was reported the patient fell around (B)(6) 2014 and they felt that there pump was not working correctly. It was noted the patient no longer felt relief with increases in their medication. The reporter stated it was unknown if there was an issue at this time. It was noted that a catheter dye study was scheduled to take place on 2014-(B)(6). It was further noted the patient had less than 50% therapy relief. It was noted the patient status at the time of this report was alive with no injury. The drug in the pump was unknown. Additional information received reported that a dye study was performed and the patient¿s healthcare professional (hcp) confirmed the catheter was in the intrathecal space. The reporter stated the hcp was not able to aspirate free flowing cerebrospinal fluid, but they were able to empty the catheter. The reporter further stated the hcp initially had trouble pushing the dye, but they were then able to push dye and based on the dye study they determined the catheter was intrathecal. It was noted the hcp did not find a crack or lead in the catheter. It was further noted that a revision or replacement had not been scheduled and the hcp planned to increase the patient¿s dose. The reporter stated the patient outcome was unknown and they would follow up with the patient¿s hcp. The reporter further stated they had been no device issue determined at this point.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
.

Event description:
Additional information later reported the patient was doing much better in their lumbar region after the last dose increase. The patient does feel relief from the pump, their pain level is down to a 4 or 5 compared to an 8 or 9 previously. There was no interventions planned at this time.